Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient reports is still wetting self and hardly controls flow before making it to the bathroom. Pt stated not sure if something is loose or the device is not working. Pt denied feeling stimulation while sitting but feels it while walking in low buttock area. Pt reports has trialed all 7 programs on the device. Pt switched to program 5 and reports felt stimulation best there while on the call. Confirmed stimulation in bicycle seat area and comfortable. Patient will maintain stimulation level and will continue to track symptoms. Pt was redirected to hcp to add additional programs to programmer. Pt reports unsure who hcp is and has not seen since implant date or maybe once more after.